Event description:
A doctor of ophthalmology reported that following glaucoma filtration device implant procedure, the shunt is touching the iris. The patient experienced postoperative hypotony. The shunt remains implanted.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. There was no harm caused by this problem to the patient. The shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. The surgeon was unwilling to provide further information. There have been no other similar complaints reported in the lot number. (B)(4).